Manufacturer narrative:
Findings: compromised forced sensor alarm during prime test due to moisture damage force sensor resistor . Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot, broken reservoir tube lip, reservoir tube cracked, cracked case at reservoir tube window corners and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.